Manufacturer narrative:
The information related to pro code given was incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
(B)(4). Insulin pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test due to blank display. Moisture damage was also found on the motor and force sensor during visual inspection.

Event description:
Information received by med information received by medtronic indicated that the insulin pump was exposed to moisture. No harm requiring medical intervention was reported. The device will be returned for analysis.